Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to covid. The patient condition continued to worsen and it was discovered that the patient had bacteremia with endocarditis. Vegetation caused by the bacteremia was noted on the lead as well as mitral valve. Blood tests showed gram positive cocci. The entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient health continued to declined and they died approximately one week post explant. The patient is a participant in a clinical study.